Event description:
A customer reported a malfunction on their pump, identified as malfunction code 12. It is unknown if there was any impact on the customer's blood glucose level, as they declined to provide specific information. Technical support assisted the customer by providing pump reset information, which resolved the issue, and instructed them to call back if the malfunction code reappeared. The customer understood and agreed to these instructions and continued using the pump without recurrent issues.